Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the tip detached. The 75% stenosed target lesion was located in the moderately tortuous and moderately severely calcified left anterior descending coronary artery (lad). A rotawire drive was selected for atherectomy. During the insertion of the wire, an x-ray revealed that the tip of the rotawire was missing and not visible. The tip was missing when it was removed from the package. The wire was fully removed from the patient, and nothing detached inside the patient. The procedure was successfully completed with another rotawire device. There was no patient complications reported, and the patient was good and stable post procedure.